Event description:
A family member reported that the ok keypad button is sticking. She confirmed that the keypad is intact. The family member reported that the patient wears the pump in a case exterior to his clothing, and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons were intermittently responsive, more force and multiple button presses were required in order to elicit a response on the keypad. All of the keypad buttons did not spring back and click back as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.